Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 24 and 36 hours. The patient reports having high blood glucose levels due to the food that they had consumed. Symptoms reported include hyperglycemia, low blood pressure and feeling faint. Once at the hospital the patient had tests administered including a flu test, heart x-ray and a full set of labs. The patient reports being treated with intravenous fluids as well as insulin. The patient was discharged from the hospital after 8 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.